Event description:
Caller reports a comparison of 303mg/dl obtained on this device and 100mg/dl obtained on a professional device within 4 minutes. Caller also reports an additional comparison where this device read 293mg/dl, while a professional device read 90mg/dl within 4 minutes. No treatment received. No valid quality controls were used. Requested retrun of suspect device and replacement was sent.